Event description:
The customer reported a balloon in silicone segment. There was no harm.

Manufacturer narrative:
The customer¿s report of a balloon in the silicon segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. At the top of the silicone pump segment tubing nearest to the upper fitment, a minor balloon was observed. The balloon segment was measured to be approximately 0.680 inches long and 0.457 inches wide. Functional testing was not able to replicate any ballooning with the received set. A dimensional analysis was performed on the silicon tubing. A small portion of the silicon tubing was cut nearest to the upper fitment and measured for analysis. The thickness of the tubing measured at 0.030 inches and was observed to be concentric and within specifications of 0.029 to 0.031 inches. The root cause of the customer's report was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a balloon in silicone segment. There was no harm.